Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and a manufacturer representative regarding that patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient has had two surgeries for her implant. It was reported that the first time that she had surgery (initial implant); the leads were placed in the wrong place so they had to redo it. The patient wasn't getting coverage in the area that she desired. The patient had a second surgery to revise the lead issue that occurred at implant.

Event description:
Additional information was received from the patient via the manufacturer representative that reported that the lead revision occurred on (B)(6) 2016 and that the implantable neurostimulator was also moved to not be as deep in the pocket.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that after the patient's second surgery the battery never worked for charging, etc. No further information was reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider regarding the patient. It was reported that the patient indicated that their device was not working and was off. The patient did the initial surgery, but it didn¿t work, so they did a second one, and currently that¿s not working either. There was limited information on the issues, but the health care provider did read from an operation report on (B)(6) 2016 that they implanted a 1x8 lead on the right and left side from t-12/l1 to t7/t8. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.